Event description:
It was reported that after approximately six hours of intra-aortic balloon (iab) therapy, the customer noticed a clear fluid in the gas extender tubing. The iab was replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: msn, rn, ccrn-csc, ccctm / clinical practice leader cvicu. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was not returned for evaluation. Additionally the extracorporeal tubing, sensor connector and cable was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.9cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting was performed and three leaks were detected on the catheter tubing approximately 44.5cm, 45.0cm and 48.0cm from the iab tip. The condition of the iab as received indicated an inner lumen break and penetrations on the catheter tubing. The break found in the inner lumen appears to have been the result of a severe kink that eventually broke. The penetrations found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine when the failures occurred. No condensation was observed, however presence of condensation may occur prior to blood leakage. The evaluation confirms the reported problem. A non-conforming material report review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.